Event description:
A healthcare facility in (B)(6) reported that a hc500 humidifier was not sounding an audible alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint hc500 humidifier was returned to fisher & paykel healthcare in (B)(4) for evaluation. The hc500 was visually inspected and performance tested. Results: the complaint device was visually inspected and the enclosure was found to be cracked. The humidifier was performance tested by causing an alarm to occur. There was no audible alarm, however all visual alarms functioned properly. Visual inspection revealed that the speaker was broken as a result of physical damage. The complaint device was repaired and passed all calibration and performance tests as per hc500 technical manual. No alarm was observed during the testing. A lot check revealed no other similar complaints for lot number 110127. Conclusion: based on the appearance of the observed damage to the enclosure and the speaker, it appears likely that the damage was caused by some form of physical impact. Our hc500 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the hc500 humidifier. In addition the operating manual advises that "in the event that an alarm code is displayed, the hc500 will require service. Please take a note of the code and advise the technician." The complaint device has since been destroyed as the hospital did not want to repair the device.